Event description:
Durng a procedure to treat an aneurysm located in the left internal carotid artery, the (9x25mm) coil dislodged during repositioning into the descending aorta. A 3x10/30mm was initially inserted without any difficulty, followed by a 9x25mm dcs coil. Four months prior to this procedure, the pt underwent a stenting and coil placement of the same vessel.